Event description:
On 4/18/2006, the facility contacted baxter customer service to report a meridian hemodialysis instrument had air past the air detector without alarming during a pt treatment. The nurse noticed the air before it reached the pt and the treatment was stopped. There were no pt symptoms, injury or medical intervention reported in association with this incident. On 4/20/2006, a baxter field service rep (fsr) went to the facility to evaluate the instrument. The fsr performed a service call check list and the volume sensors failed the test. All other tests passed. The instrument was tagged 'out of service' and the facility will replace the volume sensors.